Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the thermistor in the flex circuit failed. During repair, it was observed that there was corrosion on the motor, flex circuit and hose adapter. It was determined that the components were worn from normal use and servicing over time. The assignable root cause was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the motor device was leaking oil. The reporter indicated that as a result, the scheduled procedure was delayed for six and a half minutes. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.